Event description:
It was reported that the patient's stimulator was not working. It was noted that the patient was "getting error code 505". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information reported that analysis showed impedances > 40k. The patient was referred to a doctor for revision, but it had not been scheduled. Additional report will be submitted if there is new information received.

Event description:
Additional information received reported the cause of the event was unknown. The CT scan taken was reported as "normal". It was stated a routine revision was completed and there was no "obvious lead/wire fracture". No further information was reported.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).